Manufacturer narrative:
Additional information was provided in b.5. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received stating visual acuity was good.

Event description:
A physician reported with a description of lens defect was observed after intraocular lens (iol) implantation, and the surgery was completed without product replacement. Lens still remains in the patient's eye. Lens explant was planned due to unspecified reason. Additional information was requested. There are two medical device reports associated with this patient. This report is associated with the right eye.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).